Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a generator and a handpiece. It was reported that there was an issue with a hand piece the surgeon was using. The unit when depressed the button and the hand piece arched and had a small flame come off the tip. They unplugged the hand piece and continued with another hand piece. There was no delay to the procedure. There was no reported impact to the patient outcome.

Manufacturer narrative:
Product analysis#: 252859416: analysis information: 2020-04-22 06:55:53 cst pli#: 20 product ID#: ps210-030s analysis summary: complaint confirmed: complaint was able to visually confirm upon receiving device. Device passed the product specifications and requirements of device defined in 31-10-1369. The torn heat-shrink component was removed to properly test device, but no other issues occurred or were found during analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.